Event description:
It was reported that the patient experienced a loss of stimulation and less than 50% reduction in their symptoms from their implantable neurostimulator (ins) approximately 4 months after having it implanted. The patient also stated that they had stimulation in the wrong location. Specifically, the stimulation had moved from their right hip, right lower back, and right leg to their abdomen (stomach). In addition, it was noted that the patient complained of new pain in their left hip and leg that had been evident for approximately 2 months. This pain was present whether the stimulation was on or off. The manufacturer¿s representative attempted to reprogram the ins but was unable to get the stimulation where the patient needed it. The patient initially went for an x-ray which revealed that the lead was in the appropriate place but subsequent information reported that they had a CT scan which showed that the lead ¿possibly moved somewhat¿ to the patient¿s left side. A myelogram was also performed (results not reported). The patient was scheduled for a lead revision procedure on (B)(6) 2015. No further details, interventions, or an outcome were reported regarding this ev ent. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Follow up information confirmed that the patient had the revision on (B)(6) 2015 and now had their stimulation working where it needs to be. If additional information is received, a follow-up report will be sent.